Event description:
It was reported when using the bd needle 23g 1in tw there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the needle.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 11/8/2021 h.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photo, the black foreign matter was observed on the cannula. The sample was subjected to visual inspection. One loose foreign matter was observed on the body of the cannula. It was black in color and irregular ¿ shaped. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results show that the spectrum matches reasonably with silicone compound. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Silicone is used a lubrication to the cannula in the assembly process. Based on the location of the foreign matter, probable cause could be at the shield loading station, there is dirt (black foreign matter) and silicone accumulated at the sides of the centering gripper; when the cannula centering gripper guide the cannula to prepare for shield loading, the cannula could have touched the sides of the gripper. This could have caused the dirt and silicone to be transported to the cannula.

Event description:
It was reported when using the bd needle 23g 1in tw there was foreign matter on the device needle. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.